Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the left superficial femoral artery (sfa). The emboshield nav6 embolic protection device was advanced over the non-abbott guide wire, but resistance was noted, due to the patient anatomy, and the emboshield appeared to lock on the guide wire. The devices were removed as a single unit with the emboshield nav6 filter remaining on the guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. Atherectomy was performed and a second emboshield nav6 was used without issue. No additional information was provided.

Manufacturer narrative:
Only the filtration element, delivery catheter and a non-abbott guide wire were returned. Visual analysis was performed on the returned device. The difficulty to advance could not be confirmed. The difficulty to remove was confirmed as the returned guide wire was frozen in the returned delivery catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that instructions for use (IFU) states: ¿perform the required interventions over the barewire filter delivery wire.¿ the investigation determined the cause for the reported difficulty to advance, and difficulty to remove were related to the circumstances of the procedure. In this case, it is likely that the patient anatomy contributed to the reported difficulties. The investigation was unable to determine if the use of the non-abbott bare wire caused or contributed to the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.